Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide catheter: hyperion jl4; stent: taxus, 3.5x30mm resolute. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat 75% restenosis of a non-abbott stent implant in the mildly tortuous left anterior descending (lad) artery. After placement of a non-abbott guiding catheter and a non-abbott guide wire, the lesion was pre-dilatated with a 2.5mm and a 3.0mm nc traveler balloon dilatation catheter (bdc). A 3.5x30mm non-abbott stent implant was deployed. The 4.0x15mm nc traveler bdc was unpackaged with no resistance noted during removal of the protective sheath. The nc traveler bdc was soaked and prepped before use with no issue/leak noted during preparation. The nc traveler bdc was successfully advanced to the target lesion for post-dilatation; however, the balloon ruptured at 15 atmospheres (atm) during the first inflation and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 4.0mm non-abbott bdc was used to successfully complete the procedure. There was no additional information provided.